Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with allegation of "returned process internally". There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed device failure in pressure sensor verification and blower with electrical damage. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped.